Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with the speaker assembly. It was confirmed that no sound was coming from the device. After part(s) replacement the device was returned to functional use with no further issue(s) identified.

Event description:
It was reported that the device is displaying speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.